Manufacturer narrative:
Sorin group (B)(4) manufactures the s3 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the speed potentiometer of the s3 roller pump was found to be out of tolerance while testing with an external measuring device. This issue was discovered by a sorin group field service representative while performing routine maintenance. There was no patient involvement. The sorin group field service representative replaced the speed potentiometer and tested the pump. No further issues were identified. A technical safety inspection was successfully performed and the pump was returned to service. The speed potentiometer was inadvertently discarded and could not be returned to sorin group deutschland for further investigation. A root cause could not be determined and no corrective actions were identified. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Sorin group (B)(4) will continue to monitor for trends related to this type of issue. Part discarded by service representative.

Event description:
Sorin group (B)(4) received a report that the speed potentiometer of the s3 roller pump was found to be out of tolerance during maintenance while testing with an external measuring device. This issue was discovered by a sorin group field service representative while performing routine maintenance. There was no patient involvement.